Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner trial would not screw into the acetabular shell. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
A. Can you provide the lot number of the actis broach sz 6 (201001060)? B. Can you provide the hospital name/account name? C. Did it broke into two or more pieces? The lot # was difficult to read but james degnan has the broach and will return it. Peconic bag medical center it broke in 2 pieces and all pieces were retrieved.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (device) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.